Manufacturer narrative:
The device was returned for eval, and it was determined that it met mfg and material specifications.

Event description:
It was reported that a pt developed an ulcer 3.5 cm in diameter on the posterior aspect of the ankle, while wearing a 24" tri panel knee immobilizer. It was reported that the pt arrived at a nursing home in 2009 wearing the knee immobilizer. At about 6 days later, the ulcer was visualized. It was reported that there was no padding between the pt's skin and the knee immobilizer. Subsequently, a shorter immobilizer was applied, along with foam padding and short stockings. It was reported that the ulcer was treated with dressing changes and as at about one month later, the ulcer had reduced to 1.1 cm.